Event description:
I had a lot of weakness, dizzyness, sob, tired of loss of memory. Went to doctor for tick bites tests to fix me up. They said tests (labs/xrays/CT) were all neg, but found psa of 14 and referred me to a prostate doctor and a neurologist. Prostate dr ran tests and ultrasound and said prostate was normal in size and no abnormality. Neuro ran MRI and found may spots deep in the brain and nest sent me for a mra that was normal. Prostate doc ran another psa then up to 17 and wanted me to take antibiotics so he could cut on me for a biopsy. Next neuro wanted to do a spinal tap to look for infection/abnormalities. Found a researcher who wa taking csf for study and sent one vial of csf to him as well. Neuro dr tests found nothing. Researcher found spirochetes in my csf. Now I can't find anyone who wants to treat a dying man of the cause of his afflictions with their criminal neg tests.